Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the mid 200 mg/dl range. The supplies on the pump were changed and a correction bolus was delivered via the pump. As these occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine the cause of these occlusions.